Manufacturer narrative:
1038671-2022-01604 multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01604. 510k cannot be determined/ device unknown at this time. The prosthesis wear reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the tibial insert. However, this cannot be confirmed as the device was not returned for evaluation, and images of the device and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 67 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, ambulation difficulties, discomfort, osteolysis, pain, tissue injury, swelling, and synovitis. No further issues or complications were reported. No additional information is available.